Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending.

Event description:
In 2007, the sales representative reported that the points of the screwdriver were stripped, and it would not lock the set screws. This could potentially cause failure to lock the construct properly. There were no reported injury to the patient or surgical delay.